Event description:
During initial implant, dislodgement was noted on the left ventricular (lv) lead. Lv lead dislodgement was confirmed visually and with diagnostic imaging. The lv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured to be within specification.